Event description:
Doctor received a shock while using device. There were no adverse pt consequences as a result of this event.

Manufacturer narrative:
A root cause for the event could not be determined as the unit functioned correctly when tested at bovie medical. The tested unit met or exceeded all specifications. There was no non-conformance found. The returned device did not include the handpiece (electrosurgical pencil) that was used in conjunction with the generator at the time of the event.